Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50 mm rotapro and rotawire drive were selected for use. The rotawire was advanced and positioned in the lad. Dynglide was activated prior to advancing the burr into the body and the speed was noted to be 130k rpm. The rotawire broke outside of the body and a part of the fractured device was stuck inside the advancer. The devices were exchanged for a 1.75 mm rotapro and new rotawire. The rotawire was advanced and positioned in the lad. Dynglide was activated prior to advancing the burr into the body and the speed was noted to be 150k rpm. The rotawire snapped at the radiopaque part. The physician tried to remove the wire from the body, but was unable to do so. A non-boston scientific micro catheter was used for support to remove the wire, but the wire broke apart. The wire tip was too distal in the vessel to be removed so it was left inside the patient at a small branch at the distal lad. A new wire was used to complete the procedure. There were no further patient complications reported and the patient status post procedure was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned with a non-boston scientific device attached, which was removed for analysis. Visual, microscopic and dimensional inspection were performed. Measurement of the total length of the guidewire revealed a detachment of the distal section of the guidewire. The detached segment was not returned for analysis.

Event description:
It was reported that guidewire detachment occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 1.50 mm rotapro and rotawire drive were selected for use. The rotawire was advanced and positioned in the lad. Dynglide was activated prior to advancing the burr into the body and the speed was noted to be 130k rpm. The rotawire broke outside of the body and a part of the fractured device was stuck inside the advancer. The devices were exchanged for a 1.75 mm rotapro and new rotawire. The rotawire was advanced and positioned in the lad. Dynglide was activated prior to advancing the burr into the body and the speed was noted to be 150k rpm. The rotawire snapped at the radioopaque part prior to introducing the burr into the patient's body. The physician tried to remove the wire from the body, but was unable to do so. A non-boston scientific micro catheter was used for support to remove the wire, but the wire broke apart. The wire tip was too distal in the vessel to be removed so it was left inside the patient at a small branch at the distal lad. A new wire was used to complete the procedure. There were no further patient complications reported and the patient status post procedure was stable.